Event description:
The jetstream g2 device was used to treat a long moderately calcified totally occluded lesion in the sfa. After 1 pass in the minimum diameter mode a non-flow limiting dissection was noted. The dissection was treated with pta and stents with a good end result.

Manufacturer narrative:
The jetstream g2 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for eval.